Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: product ID d224vrc implantable cardioverter defibrillator, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to non-physiological sensing with elevated short interval counts (sic) as well as two non-sustained tachycardia (nst) episodes. The rv lead currently remains in use. No patient complications have been reported as a result of this event.